Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose. The low blood glucose reading was around 50 mg/ dl. It was unknown that auto mode feature was active at the of low blood glucose event. The customer declined for troubleshooting. The insulin pump will not be return for analysis.